Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the corrosion on the connecting tube was component failure. The most probable cause of the presence of a foreign object could not be established. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the colonovideoscope exhibited corrosion on the connecting tube and foreign material in the air and water auxiliary channel. There was no patient involvement.